Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. No unexpected no delivery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error every time she attempted to change her set and deliver a bolus. The customer's blood glucose was 266 mg/dl. She stated that she was watching a movie when the alarm occurred. The customer was unable to complete the rewind sequence. She stated that the insulin pump had not been exposed to a strong magnetic field. She also reported that the insulin pump alarmed no delivery prior to the motor error alarm as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.